Event description:
Iud was removed while removing her cup on the first day of her cycle this month. This customer works at saalt and had her iud strings cut short and always was able to break the seal when removing her cup. She did not speak to her medical provider before using her cup while also having an iud. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."